Event description:
It was reported that prior to a laparoscopic nephrectomy procedure, the surgeon attempted to cut renal vein with device, but included cartridge did not fix on the jaw, so surgeon selected new device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: could the cartridge not be loaded into the device? Loaded. Was the cartridge loaded, but fell out of the jaws? Yes it was fell out of the jaws.

Manufacturer narrative:
(B)(4). Batch # m5302m. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test and returned cartridges were loaded and removed without any difficulties during testing. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.